Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated customer to always use room temperature insulin. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided on (B)(6) 2025. Additionally, the customer's blood glucose (bg) level was 547 mg/dl on (B)(6) 2025. The elevated bgs were both addressed by a manual insulin injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.